Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report : (B)(6) 2010. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will by submitted.

Event description:
The customer reported that there was accidental activation of foot pedal while the monopolar forceps were resting on the pt. There was some confusion before activation of the forceps because the staff was using a 4mm lead without an adaptor with the forcetraid but no energy was being delivered to the forceps. A 5mm lead was connected and energy delivery initiated. A burn occurred to the pt after correct lead was connected.